Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00080. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400''s (pc400s). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician placed a non-penumbra catheter in the celiac artery, then advanced a lantern delivery microcatheter (lantern) toward the target vessel. Next, the physician deployed and detached an initial pc400 in the target vessel using the lantern. After that, the physician flushed the lantern, then attempted to advance a new pc400 through the lantern; however, the pc400 would not exit the tip of the lantern. The physician did not mention feeling any resistance prior to the pc400 becoming stuck. The physician then repositioned the tip of the lantern and re-attempted to advance the pc400 out of the tip of the lantern; however, the pc400 would not advance and could only be retracted. Therefore, the pc400 was removed and advanced out of its introducer sheath and into saline to check for damages but no abnormalities were observed. The physician then made another attempt to advance the same pc400 through the lantern but the same issue occurred. Thus, the pc400 was removed and a new pc400 was opened. While attempting to advance the new pc400 through the same lantern, the physician did not mention any resistance; however, the same issue occurred. Therefore, the new pc400 was removed. After that, the physician removed the lantern for visual inspection and did not observe any damages. Therefore, the procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.